Event description:
Olympus was informed that the referenced device failed during a procedure. There was no further detail provided.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that there was a complete loss of image during an unspecified colonoscopy procedure. The intended procedure was said to have been completed with a new cable. There was no pt harm reported. The device eval did not confirm the user's report. The referenced device was evaluated and the image was found flickering when the cable was manipulated at the round connector side. The reference device was evaluated with a (B)(4) cable tester and it passed the continuity check. There was an unstable connection internally with the wires. The referenced device had been forwarded to the original equipment MFR (OEM) for further eval.